Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they turned therapy off for a colonoscopy, but they were unable to turn it on again because they were in a hospital environment and they had enormous accidents until they were able to turn it back on. The caller also noted the date of (B)(6) 2025; however, it was not clear on the call whether that date was the colonoscopy procedure or just an inquiry about the compatibility of a colonoscopy.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were still having "accidents". Caller asked about feeling stimulation and wondering if when they feel a "twinge" that means they should stop. Agent reviewed information. Caller asked about ins longevity; agent reviewed information. Caller asked if they should turn stim up at night; agent redirected to health care provider (hcp). The date of their colonoscopy was (B)(6) 2025 that occurred when they had at their previous implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.